Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an internal short through the computer/analog board, burning the battery connector. In addition, there was physical damage/contamination to the monitor which did not affect essential performance. The root cause for the internal short could not be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/22/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's monitor would not power on.